Manufacturer narrative:
(B)(4). The customer reported getting an error 10 which is generated after receiving an onscreen sys failure cycle power message. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported getting an error 10 which is generated after receiving an onscreen sys failure cycle power message.